Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the injury is unknown but patient factors (highly angulated aorta, bicuspid valve) and procedural factors (device manipulation) most likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case, getting to the final positioning was quite complex, several guides of different supports were used and predilation with a 20mm balloon. The patient had a highly angulated aorta and type 1 bicuspid valve. It took a lot to travel the last centimeters until reaching the target position because of patient anatomy (the aorta was really angled). Once there, the valve was implanted without incident, inflating the balloon 2cc below its nominal value. The position was correct and the final control good. After a few minutes, while the entrances were being closed, the patient presented with a sudden drop in blood pressure and it was verified on echo that there was a leak. It is presumed that due to the pressure exerted to travel those last centimeters, a dissection occurred and, as a consequence, a tamponade. An attempt was made to maintain the patient with blood transfusions and drawing blood from the pericardium, but eventually the patient died due to an annular rupture.